Manufacturer narrative:
Device evaluation: the device has not been received for evaluation/investigation. Root cause is under investigation. Merit determined on (B)(4) 2010 that a product correction would be required for the merit valved one-step centesis drainage catheters. Customers are advised to discard the device at the point of use. This is a 5-day MDR report in accordance with statutory reporting requirements. Communications to consignees began on (B)(4) 2010. A report to the FDA in accordance with (B)(4) is also in process and will be sent on (B)(4) 2010.

Event description:
The valve gets pushed down the hub when connecting the tubing. No report of harm or injury.